Manufacturer narrative:
Materials resource utilization coordinator. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during treatment of an occluded superficial femoral artery, the kcfw-6.0-35-55-rb-hfanl0-hc flexor high-flex ansel guiding sheath cracked and eventually broke in half. The physician inserted the kcfw-6.0-35-55-rb-hfanl0-hc flexor high-flex ansel guiding sheath and reportedly had some difficulty getting it over the bifurcation. When in place and the lesion crossed, another manufacturer's balloon was inserted for treatment. The balloon failed to inflate and was removed . A second balloon from the same manufacturer was placed which also failed to inflate. A third balloon from a different manufacturer was placed and also failed. Subsequently, it was found the kcfw-6.0-35-55-rb-hfanl0-hc flexor high-flex ansel guiding sheath had cracked, and the balloons were being punctured as they passed through it. An attempt was made to remove the sheath which broke in half. Both parts were retrieved and no additional intervention was required. According to the initial reporter, a section of the device did not remain inside the patient¿s body. Additional information regarding the details of the event have been asked, but are unavailable at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the dilator would not advance into the sheath from the received position. Neither the dilator nor the 0.0860" test device would advance beyond the kinked/damaged portion of the sheath tubing when inserted both distally and proximally. There were kinks noted at lengths of 7.8 cm and 8.2 cm from the distal end of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d1, d4, g5, h4. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.